Manufacturer narrative:
The pod was received not deployed. The download data shows that the pod was received in pod state 15 and delivered 0 pulses, indicating that the pod did not complete activation after being filled by the user. No damages or defects were observed that would prevent the pod from completing activation and deploying the needle mechanism as intended.

Manufacturer narrative:
The device has been returned and received to date. A supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the cannula did not insert into the infusion site, as she did not feel a needle prick, and upon removal, the cannula was not visible; this indicates a needle mechanism failure. No impact to the patient¿s glucose level was reported.